Manufacturer narrative:
Additional information: breakdown of the 4 events of is as follows: haptic damaged, 2. Haptic detached, 1. Lens damaged, 1. Serial numbers of suspect products: (B)(4). 2 investigations were completed and 2 are pending from the period. From the 2 investigations: 1 product was not returned. 1 haptic was damage and detached. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
2 investigations were completed from the period and breakdown is as follows: 1 haptic damaged, haptic detached; 1 no product returned. The investigation concluded that products met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.